Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qnrv, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had burning sensation in crotch. She was implanted (B)(6) 2015 and since implant she had felt a burning sensation in the crotch. The patient went to the doctor in (B)(6) 2015. The doctor said it may be due to the wash ( the sterilizer liquid) and it should go away. The patient synched with programmer while on the phone. The ins (stimulator) was on, she was on program 2 at 0.0. Patient services assisted her in turning off ins with programmer. While on the phone, the patient thinks the burning sensation was feeling better already since the ins was off. It was later reported that patient said that they had felt a burning feeling at implant site since device was put in, in (B)(6). Additional information received reports the patient do have concerns with their device or therapy. The noted it was unresolved. The patient was still having concerns with their device or therapy and have sought further help. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.